Event description:
It was reported the patient's device was delivering intermittent stimulation, and there was a shocking or jolting sensation. It was stated the device had been this way "for about eight months," so the patient had stopped using the system. The reporter stated there is no known accident or incident related to this complaint. Troubleshooting was suggested, but he patient needed batteries for their patient programmer. An outcome was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3777-45, lot # v007298. Extension: model 37081-60, serial # (B)(4). Programmer: 37742, serial # (B)(4). Recharger: 37752, serial # (B)(4).